Manufacturer narrative:
Device received for this event is being corrected from primetaper ev ø3.6 x 11mm os catalog # 68011092 to competitor unknown product implants catalog # competitor unknown product implants. Product has been changed to competitor unk since the case cannot be voided. This case turned out to be insufficient primary stability, which is not considered a complaint. Please disregard the initial report. This is a follow up report for this corrected information.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803.the device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.

Event description:
It was reported that a patient experienced a dental implant loss.